Event description:
This is a pt with coronary artery disease, s/p CABG and permanent pacemaker implanted in 2002. The atrial lead demonstrated outer conductor fracture at the clavicular/first rib juncture. The lead was removed and replaced.